Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("excess bleeding"), uterine cervical laceration ("he tore my cervix, it needed to be stitched") and ovarian haemorrhage ("ovary removed due to bleeding during hysterectomy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (dates of live births: (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), depression in 2010 and anxiety in 2010. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced ovarian haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine cervical laceration (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure implant/hysterectomy,salpingectomy (bilateral)) and surgery (overy removed). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia and abdominal pain had resolved and the uterine cervical laceration, ovarian haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, ovarian haemorrhage, pelvic pain, urinary tract disorder, uterine cervical laceration and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, urinary tract disorder, bladder disorder, dysmenorrhea; fatigue, hair loss, abdominal pain, ovarian bleeding, genital bleeding were added. Concomitant & historical conditions & drugs were added. Product, patient & reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("excess bleeding"), uterine cervical laceration ("he tore my cervix, it needed to be stitched") and ovarian haemorrhage ("ovary removed due to bleeding during hysterectomy") in an adult female patient who had essure (batch no. 810879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (dates of live births: (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), depression in 2010, anxiety in 2010, vulvovaginitis, cholelithiasis, nausea, hypertension, sleepiness, snoring, concentration impaired, memory disturbance, irritability, gasping, headache, obesity, menstruation irregular, dysuria, pre-eclampsia and uterine bleeding. Previously administered products included for birth control: birth control pill from 2006 to 2007; for an unreported indication: wellbutrin, abilify, celexa and lexapro. Past adverse reactions to the above products included adverse drug reaction with birth control pill. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea(cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced ovarian haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine cervical laceration (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ovary removed and surgery to remove the essure implant/hysterectomy,salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia and abdominal pain had resolved and the uterine cervical laceration, ovarian haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, ovarian haemorrhage, pelvic pain, urinary tract disorder, uterine cervical laceration and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, fatigue, genital haemorrhage, dysmenorrhea. Most recent follow-up information incorporated above includes: on 2-apr-2019: plaintiff fact sheet received. Lot number was added. Plaintiff¿s date of birth was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain like labor pains'), genital haemorrhage ('excess bleeding'), uterine cervical laceration ('he tore my cervix, it needed to be stitched') and ovarian haemorrhage ('ovary removed due to bleeding during hysterectomy') in an adult female patient who had essure (batch no. 810879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2010, anxiety in 2010, parity 3 (dates of live births: (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), vulvovaginitis, cholelithiasis, nausea, hypertension, sleepiness, snoring, concentration impaired, memory disturbance, irritability, gasping, headache, obesity, menstruation irregular, dysuria, pre-eclampsia and uterine bleeding. Previously administered products included for birth control: birth control pill from 2006 to 2007; for an unreported indication: wellbutrin, abilify, celexa and lexapro. Past adverse reactions to the above products included adverse drug reaction with birth control pill. Concomitant products included aripiprazole (abilify), bupropion hydrochloride (wellbutrin), celecoxib (celexa) and sertraline hydrochloride (zoloft). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea(cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2015, the patient experienced ovarian haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and uterine cervical laceration (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy(one side), hysterectomy(full), salpingectomy (bilateral) and ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia and abdominal pain had resolved and the uterine cervical laceration, ovarian haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, ovarian haemorrhage, pelvic pain, urinary tract disorder, uterine cervical laceration and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, fatigue, genital haemorrhage, dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs received- new event back pain were added,pain like labor pains clubbed with pain. Concomitant drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain like labor pains'), genital haemorrhage ('excess bleeding'), uterine cervical laceration ('he tore my cervix, it needed to be stitched'), ovarian haemorrhage ('ovary removed due to bleeding during hysterectomy') and procedural haemorrhage ('implant the essure I had blood running down my legs and dripping off my feet') in an adult female patient who had essure (batch no. 810879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2010, anxiety in 2010, parity 3 (dates of live births: (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), vulvovaginitis, cholelithiasis, nausea, hypertension, sleepiness, snoring, concentration impaired, memory disturbance, irritability, gasping, headache, obesity, menstruation irregular, dysuria, pre-eclampsia and uterine bleeding. Previously administered products included for birth control: birth control pill from 2006 to 2007; for an unreported indication: wellbutrin, abilify, celexa and lexapro. Past adverse reactions to the above products included adverse drug reaction with birth control pill. Concomitant products included aripiprazole (abilify), bupropion hydrochloride (wellbutrin), celecoxib (celexa) and sertraline hydrochloride (zoloft). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea(cramping)"), fatigue ("fatigue/ feeling tired"), alopecia ("hair loss"), abdominal pain ("abdominal pain/belly button down all around it hurts") and back pain ("back pain/ cramping lower back"). In 2015, the patient experienced ovarian haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine cervical laceration (seriousness criterion medically significant), malaise ("so sick"), sleep apnoea syndrome ("I have sleep apnea"), depression ("depression"), dysphonia ("losing our voices"), skin abrasion ("I have some blood on my foot from a scrape"), pubis fracture ("severe symphis pubis disorder"), suicidal ideation ("feeling suicidal for no reason"), abdominal pain lower ("front cramping and aching"), swelling ("swelling"), abdominal distension ("bloating"), hunger ("starving hungry"), nervous system disorder ("so nervous the first time"), procedural haemorrhage (seriousness criterion medically significant), pain in extremity ("calves hurts/ feet pain"), arthralgia ("knee hurts"), discomfort ("discomfort"), procedural pain ("my esssure procedure was horribly painful"), anxiety ("anxiety"), dyspepsia ("heartburn"), inflammation ("chronic inflammation"), nasopharyngitis ("cold"), cough ("coughing"), oropharyngeal pain ("sore throat"), affective disorder ("moods"), hot flush ("hot flashes"), adenomyosis ("adenomyosis"), stress ("stress"), headache ("headaches"), gastrooesophageal reflux disease ("acid reflux") and hypoaesthesia ("numbness"), was found to have weight decreased ("weight loss"), colon cancer ("colon cancer") and alanine aminotransferase increased ("elevated alt level") and underwent cholecystectomy ("I had my gallbladder removed"). The patient was treated with surgery (oophorectomy(one side), hysterectomy(full), salpingectomy (bilateral) and overy removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia, abdominal pain, back pain and anxiety had resolved and the uterine cervical laceration, ovarian haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue, malaise, sleep apnoea syndrome, depression, weight decreased, dysphonia, skin abrasion, pubis fracture, abdominal pain lower, swelling, abdominal distension, hunger, nervous system disorder, procedural haemorrhage, pain in extremity, arthralgia, discomfort, procedural pain, cholecystectomy, dyspepsia, colon cancer, inflammation, nasopharyngitis, cough, oropharyngeal pain, affective disorder, hot flush, adenomyosis, stress, headache, gastrooesophageal reflux disease, hypoaesthesia and alanine aminotransferase increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, affective disorder, alanine aminotransferase increased, alopecia, anxiety, arthralgia, back pain, bladder disorder, cholecystectomy, colon cancer, cough, depression, discomfort, dysmenorrhoea, dyspepsia, dysphonia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hunger, hypoaesthesia, inflammation, malaise, menorrhagia, nasopharyngitis, nervous system disorder, oropharyngeal pain, ovarian haemorrhage, pain in extremity, pelvic pain, procedural haemorrhage, procedural pain, pubis fracture, skin abrasion, sleep apnoea syndrome, stress, suicidal ideation, swelling, urinary tract disorder, uterine cervical laceration, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, fatigue, genital haemorrhage, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported via social media: sickness, sleep apnea, depression, weight loss, dysphonia, skin abrasion, suicidal ideation, pubis fracture, aching, swelling, abdominal distension, bloating, hunger, nervous system disorder nos, procedural bleeding, calves pain, knee pain, discomfort, procedural pain, anxiety, cholecystectomy, dyspepsia, colon cancer, chronic inflammation, cold, coughing, oropharyngeal pain, affective disorder, adenomyosis, stress, headaches, acid reflux, hypoaesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs& social media received: - reporter information was added. New event added sickness, sleep apnea, depression, weight loss, dysphonia, skin abrasion, suicidal ideation, pubis fracture, aching, swelling, abdominal distension, bloating, hunger, nervous system disorder nos, procedural bleeding, calves pain, knee pain, discomfort, procedural pain, anxiety, cholecystectomy, dyspepsia, colon cancer, chronic inflammation, cold, coughing, oropharyngeal pain, affective disorder, adenomyosis, stress, headaches, acid reflux, hypoaesthesia and elevated alt level. Event outcome added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("excess bleeding"), uterine cervical laceration ("he tore my cervix, it needed to be stitched") and ovarian haemorrhage ("ovary removed due to bleeding during hysterectomy") in an adult female patient who had essure (batch no. 810879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (dates of live births: (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), depression in 2010, anxiety in 2010, vulvovaginitis, cholelithiasis, nausea, hypertension, sleepiness, snoring, concentration impaired, memory disturbance, irritability, gasping, headache, obesity, menstruation irregular, dysuria, pre-eclampsia and uterine bleeding. Previously administered products included for birth control: birth control pill from 2006 to 2007; for an unreported indication: wellbutrin, abilify, celexa and lexapro. Past adverse reactions to the above products included adverse drug reaction with birth control pill. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea(cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced ovarian haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine cervical laceration (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (overy removed and surgery to remove the essure implant/hysterectomy,salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia and abdominal pain had resolved and the uterine cervical laceration, ovarian haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, ovarian haemorrhage, pelvic pain, urinary tract disorder, uterine cervical laceration and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, fatigue, genital haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: quality safety evaluation of ptc. Incident. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain like labor pains') in an adult female patient who had essure (batch no: 810879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had to attempt right side twice". The patient's medical history included depression in 2010, anxiety in 2010, parity 3 (dates of live births: on (B)(6) 2007, on (B)(6) 2009, on (B)(6) 2011), vulvovaginitis, cholelithiasis, nausea, hypertension, sleepiness, snoring, concentration impaired, memory disturbance, irritability, gasping, headache, obesity, menstruation irregular, dysuria, pre-eclampsia and uterine bleeding. Previously administered products included for birth control: birth control pill from 2006 to 2007; for an unreported indication: wellbutrin, abilify, celexa and lexapro. Past adverse reactions to the above products included adverse drug reaction with birth control pill. Concomitant products included aripiprazole (abilify), bupropion hydrochloride (wellbutrin), celecoxib (celexa) and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ 9-day periods"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), fatigue ("fatigue / feeling tired / fatigue and exhaustion"), alopecia ("hair loss"), abdominal pain ("abdominal pain/belly button down all around it hurts") and back pain ("back pain / cramping lower back"). In 2015, the patient experienced ovarian haemorrhage ("ovary removed due to bleeding during hysterectomy"). On an unknown date, the patient experienced genital haemorrhage ("excess bleeding / heavy bleeding"), uterine cervical laceration ("he tore my cervix, it needed to be stitched"), malaise ("so sick"), sleep apnoea syndrome ("I have sleep apnea"), depression ("depression"), dysphonia ("losing our voices"), skin abrasion ("I have some blood on my foot from a scrape"), pubis fracture ("severe symphis pubis disorder"), suicidal ideation ("feeling suicidal for no reason"), abdominal pain lower ("front cramping and aching"), swelling ("swelling"), abdominal distension ("bloating"), hunger ("starving hungry"), nervous system disorder ("so nervous the first time"), procedural haemorrhage ("implant the essure I had blood running down my legs and dripping off my feet"), pain in extremity ("calves hurts / feet pain"), arthralgia ("knee hurts"), discomfort ("discomfort"), procedural pain ("my esssure procedure was horribly painful"), anxiety ("anxiety"), dyspepsia ("heartburn"), inflammation ("chronic inflammation"), nasopharyngitis ("cold"), cough ("coughing"), oropharyngeal pain ("sore throat"), affective disorder ("moods"), hot flush ("hot flashes"), adenomyosis ("adenomyosis"), stress ("stress"), headache ("headaches"), gastrooesophageal reflux disease ("acid reflux"), hypoaesthesia ("numbness"), cubital tunnel syndrome ("cubital tunnel syndrome"), fallopian tube spasm ("right fallopian tube spasm") and cervix injury ("cervix was ripped"), was found to have weight decreased ("weight loss"), colon cancer ("colon cancer") and alanine aminotransferase increased ("elevated alt level") and underwent cholecystectomy ("I had my gallbladder removed"). The patient was treated with surgery (oophorectomy(one side), hysterectomy(full), salpingectomy (bilateral) and ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia, abdominal pain, back pain and anxiety had resolved, the uterine cervical laceration, ovarian haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, malaise, sleep apnoea syndrome, depression, weight decreased, dysphonia, skin abrasion, pubis fracture, abdominal pain lower, swelling, abdominal distension, hunger, nervous system disorder, procedural haemorrhage, pain in extremity, arthralgia, discomfort, procedural pain, cholecystectomy, dyspepsia, colon cancer, inflammation, nasopharyngitis, cough, oropharyngeal pain, affective disorder, hot flush, adenomyosis, stress, headache, gastrooesophageal reflux disease, hypoaesthesia, alanine aminotransferase increased, cubital tunnel syndrome, fallopian tube spasm and cervix injury outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, affective disorder, alanine aminotransferase increased, alopecia, anxiety, arthralgia, back pain, bladder disorder, cervix injury, cholecystectomy, colon cancer, cough, cubital tunnel syndrome, depression, discomfort, dysmenorrhoea, dyspepsia, dysphonia, fallopian tube spasm, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hunger, hypoaesthesia, inflammation, malaise, menorrhagia, nasopharyngitis, nervous system disorder, oropharyngeal pain, ovarian haemorrhage, pain in extremity, pelvic pain, procedural haemorrhage, procedural pain, pubis fracture, skin abrasion, sleep apnoea syndrome, stress, suicidal ideation, swelling, urinary tract disorder, uterine cervical laceration, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion: on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, fatigue, genital haemorrhage, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported via social media: sickness, sleep apnea, depression, weight loss, dysphonia, skin abrasion, suicidal ideation, pubis fracture, aching, swelling, abdominal distension, bloating, hunger, nervous system disorder nos, procedural bleeding, calves pain, knee pain, discomfort, procedural pain, anxiety, cholecystectomy, dyspepsia, colon cancer, chronic inflammation, cold, coughing, oropharyngeal pain, affective disorder, adenomyosis, stress, headaches, acid reflux, hypoaesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events had to attempt right side twice, right fallopian tube spasm and cervix was ripped were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain like labor pains') in an adult female patient who had essure (batch no. 810879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had to attempt right side twice". The patient's medical history included depression in 2010, anxiety in 2010, parity 3 (dates of live births: (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), vulvovaginitis, cholelithiasis, nausea, hypertension, sleepiness, snoring, concentration impaired, memory disturbance, irritability, gasping, headache, obesity, menstruation irregular, dysuria, pre-eclampsia and uterine bleeding. Previously administered products included for birth control: birth control pill from 2006 to 2007; for an unreported indication: wellbutrin, abilify, celexa and lexapro. Past adverse reactions to the above products included adverse drug reaction with birth control pill. Concomitant products included aripiprazole (abilify), bupropion hydrochloride (wellbutrin), celecoxib (celexa) and sertraline hydrochloride (zoloft). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ 9-day periods"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea(cramping)"), fatigue ("fatigue/ feeling tired/ fatigue and exhaustion"), alopecia ("hair loss"), abdominal pain ("abdominal pain/belly button down all around it hurts") and back pain ("back pain/ cramping lower back"). In 2015, the patient experienced ovarian haemorrhage ("ovary removed due to bleeding during hysterectomy"). On an unknown date, the patient experienced genital haemorrhage ("excess bleeding/ heavy bleeding"), uterine cervical laceration ("he tore my cervix, it needed to be stitched"), malaise ("so sick"), sleep apnoea syndrome ("I have sleep apnea"), depression ("depression"), dysphonia ("losing our voices"), skin abrasion ("I have some blood on my foot from a scrape"), pubis fracture ("severe symphis pubis disorder"), suicidal ideation ("feeling suicidal for no reason"), abdominal pain lower ("front cramping and aching"), swelling ("swelling"), abdominal distension ("bloating"), hunger ("starving hungry"), nervous system disorder ("so nervous the first time"), procedural haemorrhage ("implant the essure I had blood running down my legs and dripping off my feet"), pain in extremity ("calves hurts/ feet pain"), arthralgia ("knee hurts"), discomfort ("discomfort"), procedural pain ("my esssure procedure was harribly painful"), anxiety ("anxiety"), dyspepsia ("hearburn"), inflammation ("chronic inflammation"), nasopharyngitis ("cold"), cough ("coughing"), oropharyngeal pain ("sore thorat"), affective disorder ("moods"), hot flush ("hot flashes"), adenomyosis ("adenomyosis"), stress ("stress"), headache ("headaches"), gastrooesophageal reflux disease ("acid reflux"), hypoaesthesia ("numbness"), cubital tunnel syndrome ("cubital tunnel syndrome"), fallopian tube spasm ("right fallopian tube spasm") and cervix injury ("cervix was ripped"), was found to have weight decreased ("weight loss"), colon cancer ("colon cancer"), alanine aminotransferase increased ("elevated alt level") and vitamin d decreased ("vitamin d low") and underwent cholecystectomy ("I had my gallbladder removed"). The patient was treated with surgery (oophorectomy(one side), hysterectomy(full), salpingectomy (bilateral) and overy removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia, abdominal pain, back pain and anxiety had resolved, the uterine cervical laceration, ovarian haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, malaise, sleep apnoea syndrome, depression, weight decreased, dysphonia, skin abrasion, pubis fracture, abdominal pain lower, swelling, abdominal distension, hunger, nervous system disorder, procedural haemorrhage, pain in extremity, arthralgia, discomfort, procedural pain, cholecystectomy, dyspepsia, colon cancer, inflammation, nasopharyngitis, cough, oropharyngeal pain, affective disorder, hot flush, adenomyosis, stress, headache, gastrooesophageal reflux disease, hypoaesthesia, alanine aminotransferase increased, cubital tunnel syndrome, fallopian tube spasm, cervix injury and vitamin d decreased outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, affective disorder, alanine aminotransferase increased, alopecia, anxiety, arthralgia, back pain, bladder disorder, cervix injury, cholecystectomy, colon cancer, cough, cubital tunnel syndrome, depression, discomfort, dysmenorrhoea, dyspepsia, dysphonia, fallopian tube spasm, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hunger, hypoaesthesia, inflammation, malaise, menorrhagia, nasopharyngitis, nervous system disorder, oropharyngeal pain, ovarian haemorrhage, pain in extremity, pelvic pain, procedural haemorrhage, procedural pain, pubis fracture, skin abrasion, sleep apnoea syndrome, stress, suicidal ideation, swelling, urinary tract disorder, uterine cervical laceration, vaginal haemorrhage, vitamin d decreased and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, fatigue, genital haemorrhage, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported via social media: sickness, sleep apnea, depression, weight loss, dysphonia, skin abrasion, suicidal ideation, pubis fracture, aching, swelling, abdominal distension, bloating, hunger, nervous system disorder nos, procedural bleeding, calves pain, knee pain, discomfort, procedural pain, anxiety, cholecystectomy, dyspepsia, colon cancer, chronic inflammation, cold, coughing, oropharyngeal pain, affective disorder, adenomyosis, stress, headaches, acid reflux, hypoaesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain like labor pains') in an adult female patient who had essure (batch no. 810879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2010, anxiety in 2010, parity 3 (dates of live births: (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), vulvovaginitis, cholelithiasis, nausea, hypertension, sleepiness, snoring, concentration impaired, memory disturbance, irritability, gasping, headache, obesity, menstruation irregular, dysuria, pre-eclampsia and uterine bleeding. Previously administered products included for birth control: birth control pill from 2006 to 2007; for an unreported indication: wellbutrin, abilify, celexa and lexapro. Past adverse reactions to the above products included adverse drug reaction with birth control pill. Concomitant products included aripiprazole (abilify), bupropion hydrochloride (wellbutrin), celecoxib (celexa) and sertraline hydrochloride (zoloft). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ 9-day periods"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea(cramping)"), fatigue ("fatigue/ feeling tired/ fatigue and exhaustion"), alopecia ("hair loss"), abdominal pain ("abdominal pain/belly button down all around it hurts") and back pain ("back pain/ cramping lower back"). In 2015, the patient experienced ovarian haemorrhage ("ovary removed due to bleeding during hysterectomy"). On an unknown date, the patient experienced genital haemorrhage ("excess bleeding/ heavy bleeding"), uterine cervical laceration ("he tore my cervix, it needed to be stitched"), malaise ("so sick"), sleep apnoea syndrome ("I have sleep apnea"), depression ("depression"), dysphonia ("losing our voices"), skin abrasion ("I have some blood on my foot from a scrape"), pubis fracture ("severe symphis pubis disorder"), suicidal ideation ("feeling suicidal for no reason"), abdominal pain lower ("front cramping and aching"), swelling ("swelling"), abdominal distension ("bloating"), hunger ("starving hungry"), nervous system disorder ("so nervous the first time"), procedural haemorrhage ("implant the essure I had blood running down my legs and dripping off my feet"), pain in extremity ("calves hurts/ feet pain"), arthralgia ("knee hurts"), discomfort ("discomfort"), procedural pain ("my esssure procedure was harribly painful"), anxiety ("anxiety"), dyspepsia ("hearburn"), inflammation ("chronic inflammation"), nasopharyngitis ("cold"), cough ("coughing"), oropharyngeal pain ("sore thorat"), affective disorder ("moods"), hot flush ("hot flashes"), adenomyosis ("adenomyosis"), stress ("stress"), headache ("headaches"), gastrooesophageal reflux disease ("acid reflux"), hypoaesthesia ("numbness") and cubital tunnel syndrome ("cubital tunnel syndrome"), was found to have weight decreased ("weight loss"), colon cancer ("colon cancer") and alanine aminotransferase increased ("elevated alt level") and underwent cholecystectomy ("I had my gallbladder removed"). The patient was treated with surgery (oophorectomy(one side), hysterectomy(full), salpingectomy (bilateral) and overy removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia, abdominal pain, back pain and anxiety had resolved, the uterine cervical laceration, ovarian haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, malaise, sleep apnoea syndrome, depression, weight decreased, dysphonia, skin abrasion, pubis fracture, abdominal pain lower, swelling, abdominal distension, hunger, nervous system disorder, procedural haemorrhage, pain in extremity, arthralgia, discomfort, procedural pain, cholecystectomy, dyspepsia, colon cancer, inflammation, nasopharyngitis, cough, oropharyngeal pain, affective disorder, hot flush, adenomyosis, stress, headache, gastrooesophageal reflux disease, hypoaesthesia, alanine aminotransferase increased and cubital tunnel syndrome outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, affective disorder, alanine aminotransferase increased, alopecia, anxiety, arthralgia, back pain, bladder disorder, cholecystectomy, colon cancer, cough, cubital tunnel syndrome, depression, discomfort, dysmenorrhoea, dyspepsia, dysphonia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hunger, hypoaesthesia, inflammation, malaise, menorrhagia, nasopharyngitis, nervous system disorder, oropharyngeal pain, ovarian haemorrhage, pain in extremity, pelvic pain, procedural haemorrhage, procedural pain, pubis fracture, skin abrasion, sleep apnoea syndrome, stress, suicidal ideation, swelling, urinary tract disorder, uterine cervical laceration, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, fatigue, genital haemorrhage, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported via social media: sickness, sleep apnea, depression, weight loss, dysphonia, skin abrasion, suicidal ideation, pubis fracture, aching, swelling, abdominal distension, bloating, hunger, nervous system disorder nos, procedural bleeding, calves pain, knee pain, discomfort, procedural pain, anxiety, cholecystectomy, dyspepsia, colon cancer, chronic inflammation, cold, coughing, oropharyngeal pain, affective disorder, adenomyosis, stress, headaches, acid reflux, hypoaesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media content received : event added- cubital tunnel syndrome. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain like labor pains') in an adult female patient who had essure (batch no. 810879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had to attempt right side twice". The patient's medical history included depression in 2010, anxiety in 2010, parity 3 (dates of live births: (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), vulvovaginitis, cholelithiasis, nausea, hypertension, sleepiness, snoring, concentration impaired, memory disturbance, irritability, gasping, headache, obesity, menstruation irregular, dysuria, pre-eclampsia and uterine bleeding. Previously administered products included for birth control: birth control pill from 2006 to 2007; for an unreported indication: wellbutrin, abilify, celexa and lexapro. Past adverse reactions to the above products included adverse drug reaction with birth control pill. Concomitant products included aripiprazole (abilify), bupropion hydrochloride (wellbutrin), celecoxib (celexa) and sertraline hydrochloride (zoloft). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ 9-day periods"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea(cramping)"), fatigue ("fatigue/ feeling tired/ fatigue and exhaustion"), alopecia ("hair loss"), abdominal pain ("abdominal pain/belly button down all around it hurts") and back pain ("back pain/ cramping lower back"). In 2015, the patient experienced ovarian haemorrhage ("ovary removed due to bleeding during hysterectomy"). On an unknown date, the patient experienced genital haemorrhage ("excess bleeding/ heavy bleeding"), uterine cervical laceration ("he tore my cervix, it needed to be stitched"), malaise ("so sick"), sleep apnoea syndrome ("I have sleep apnea"), depression ("depression"), dysphonia ("losing our voices"), skin abrasion ("I have some blood on my foot from a scrape"), pubis fracture ("severe symphis pubis disorder"), suicidal ideation ("feeling suicidal for no reason"), abdominal pain lower ("front cramping and aching"), swelling ("swelling"), abdominal distension ("bloating"), hunger ("starving hungry"), nervous system disorder ("so nervous the first time"), procedural haemorrhage ("implant the essure I had blood running down my legs and dripping off my feet"), pain in extremity ("calves hurts/ feet pain"), arthralgia ("knee hurts"), discomfort ("discomfort"), procedural pain ("my esssure procedure was horribly painful"), anxiety ("anxiety"), dyspepsia ("heartburn"), inflammation ("chronic inflammation"), nasopharyngitis ("cold"), cough ("coughing"), oropharyngeal pain ("sore throat"), affective disorder ("moods"), hot flush ("hot flashes"), adenomyosis ("adenomyosis"), stress ("stress"), headache ("headaches"), gastrooesophageal reflux disease ("acid reflux"), hypoaesthesia ("numbness"), cubital tunnel syndrome ("cubital tunnel syndrome"), fallopian tube spasm ("right fallopian tube spasm") and cervix injury ("cervix was ripped"), was found to have weight decreased ("weight loss"), colon cancer ("colon cancer"), alanine aminotransferase increased ("elevated alt level") and vitamin d decreased ("vitamin d low") and underwent cholecystectomy ("I had my gallbladder removed"). The patient was treated with surgery (oophorectomy(one side), hysterectomy(full), salpingectomy (bilateral) and ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia, abdominal pain, back pain and anxiety had resolved, the uterine cervical laceration, ovarian haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, malaise, sleep apnoea syndrome, depression, weight decreased, dysphonia, skin abrasion, pubis fracture, abdominal pain lower, swelling, abdominal distension, hunger, nervous system disorder, procedural haemorrhage, pain in extremity, arthralgia, discomfort, procedural pain, cholecystectomy, dyspepsia, colon cancer, inflammation, nasopharyngitis, cough, oropharyngeal pain, affective disorder, hot flush, adenomyosis, stress, headache, gastrooesophageal reflux disease, hypoaesthesia, alanine aminotransferase increased, cubital tunnel syndrome, fallopian tube spasm, cervix injury and vitamin d decreased outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, affective disorder, alanine aminotransferase increased, alopecia, anxiety, arthralgia, back pain, bladder disorder, cervix injury, cholecystectomy, colon cancer, cough, cubital tunnel syndrome, depression, discomfort, dysmenorrhoea, dyspepsia, dysphonia, fallopian tube spasm, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hunger, hypoaesthesia, inflammation, malaise, menorrhagia, nasopharyngitis, nervous system disorder, oropharyngeal pain, ovarian haemorrhage, pain in extremity, pelvic pain, procedural haemorrhage, procedural pain, pubis fracture, skin abrasion, sleep apnoea syndrome, stress, suicidal ideation, swelling, urinary tract disorder, uterine cervical laceration, vaginal haemorrhage, vitamin d decreased and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, fatigue, genital haemorrhage, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported via social media: sickness, sleep apnea, depression, weight loss, dysphonia, skin abrasion, suicidal ideation, pubis fracture, aching, swelling, abdominal distension, bloating, hunger, nervous system disorder nos, procedural bleeding, calves pain, knee pain, discomfort, procedural pain, anxiety, cholecystectomy, dyspepsia, colon cancer, chronic inflammation, cold, coughing, oropharyngeal pain, affective disorder, adenomyosis, stress, headaches, acid reflux, hypoaesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- vitamin d low. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.